Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error while the customer was sleeping. Customer's blood glucose was 165 mg/dl. Customer's mother doesn't recall any significant events which may have caused the device to alarm. The device was not exposed to an MRI and customer's mother was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement test, the device was stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on the lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip.